Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached with an instant detacher so another instant detacher was used on the same coil, but it still would not detach. The implant coil was removed from the patient. The procedure was successfully completed with another device. No patient injury was reported as a result of the event. The patient¿s vessel tortuosity and vessel diameter was unknown. Ancillary device: st10 str